Event description:
Caller reported that t:slim x2 pump battery would not charge. There was no adverse impact to customer¿s blood glucose level. Customer tried various methods to charge the pump without success. Tandem technical support decided to send a replacement charging cable and wall adapter; however, the pump could not be charged. Reportedly, the pump was replaced to resolve issue and customer reverted to an alternate method of insulin therapy.